Event description:
Customer reported that she was taken to emergency room due to low blood glucose level of 37 mg/dl. Customer symptoms were she was shaky and passed out. Customer stated that she did not eat all day so that was might have caused her to go low. Customer stated that she went over the insulin pump with someone to ensure it was functioning correctly. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.